Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead safety switched to unipolar in (B)(6). Noise was present on egm intermittently and impedances were greater than 2000 ohms. The patient reported feeling pressure in their chest. Currently the device is programmed back to bipolar with good numbers. No mention of intervention was given.